Event description:
It was reported that the right atrial (ra) lead was suspected to be dislodged. A chest x-ray was performed, and dislodgement was confirmed. On (B)(6) 2025, the physician successfully repositioned the ra lead. There were no patient consequences.